Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Analysis was performed by onsite field service engineer (fse) which included functional testing and visual inspection. The results of the analysis indicate that the mainboard was faulty. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a failure of the main board. The issue was resolved by replacing the main board. The product is back in service.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the speaker was abnormal and no sound was present. The device was not in clinical use at time of event, there was no adverse event reported.